Event description:
Received a call from insurance company alleging a fire occurred in a garage where a jazzy powerchair was located.

Event description:
Received a call from insurance company alleging a fire occurred in a garage where a jazzy powerchair was located.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided at this time. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
A pride expert attended the scene investigation. There is no evidence that the device is a pride product. There is no evidence that the product in question caused the fire.